Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product in question was not in use on a patient. During device set-up, it was reported that the disposable could not be placed securely into the hardware. The hardware alarmed to indicate that the disposable set was not secure. There was no patient involvement.